Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for our results of investigation. (B)(4).

Manufacturer narrative:
The device indicated in this report is part of a construct. Please refer to MDR 1020279-2017-01233, the master complaint. MDR 1020279-2017-01234 is also component in the construct.

Event description:
It was reported the patient presented with pain and underwent aspiration of the knee and nerve block ablation in the knee.